Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt experiences sudden overstimulation throughout the day. She also recharges her ipg battery every 2 days. A full diagnostic measurement showed that all contacts exhibited normal impedances. The pt is working with her physician to determine next course of action. No further info is available at this time.